Event description:
It was reported that the customer had a blank display on the insulin pump. The customer's blood glucose level was 320 mg/dl. The customer was attempting to change infusion set and would allow complete tubing fill then display when blank. The troubleshooting was performed. The customer does not have a new aaa alkaline battery to test with the insulin pump. The customer tried some other batteries that were around and received the failed battery test alarm. The customer stated that she was going to get a battery advised that if she continues to have a problem to please call us back immediately.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.